Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h211 was conducted. There were no non-conformance's associated with this lot. This lot met all release requirements. A review of kit lot h211 shows no trends. Trends were reviewed for complaint category, tubing leak. No trends were detected for this complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a tubing leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported the treatment was successfully completed and blood was returned to the patient. The customer reported they observed a few drops of blood that had leaked around the recirculation pump. The customer stated the patient was stable. The customer did not return product for investigation.

Manufacturer narrative:
The complaint kit was returned for investigation. A visual inspection of the returned kit found no obvious manufacturing issues. The recirculation pump tubing segment was pressure tested to check for leaks and a leak was verified from a pin hole in the tubing. A material trace of the black stripe tubing used to build kit lot h211 did not find any non-conformances. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. It is unlikely that the tubing segment was damaged prior to product release as an in-process leak test is performed on all kits prior to packaging. The size, shape, and location of the observed damage on the pump loop is consistent with damage that occurs if the pump loop tubing is rubbed against the pump head during installation by the end user. The root cause of the tubing damage is due to the pump head being forcefully rubbed against the tubing by the end user. No manufacturing related defects were confirmed during the evaluation. No further action is required at this time. This investigation is now complete. (B)(4). P.t. 04-may-2020.